Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was offline and was not syncing with myqlink. A technical support specialist (tss) was unable to locate the machine through the remote management tool and provided guidance to reboot the controlled room unit. After the reboot was completed, communication messages began transmitting successfully and the unit resumed normal synchronization. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unit was offline and not synced with myqlink. There were no adverse events or injuries reported based on this event.